Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service engineer replaced polyurethane tube and purge tube assembly. Performed operator verification procedure and performance check, all passed. All work accomplished as per vela service manual. Ventilator is operational and meets OEM specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported persistent alarm of low volume on the vela ventilator. There is no information regarding patient involvement that was associated with the reported event.